Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, automatic/repeated keypad output , which was reproduced. It was observed that when any remaining functional keys are selected, an automatic output of the #1 key will occur following the selected key's function (e.g. When the #4 key is pressed 41 will be displayed. When in alphabetic mode and the jkl key is selected, ja will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced an automatic/repeated keypad output. There was no patient involvement.